Event description:
A malfunction was reported on the customer's pump, with an associated malfunction code of malf 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was advised to continue using the current pump as backup therapy, while tandem technical support arranged for a replacement pump and provided instructions for returning the malfunctioning pump.